Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reds3908 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the introducer was hard to insert and nurse had to do an additional skin nick to be able to insert the introducer. Rn reports that the transition between the introducer and the dilator was not smooth.